Manufacturer narrative:
The device was received in normal working conditions with battery voltage at eri level within with projected longevity. Evidence from the device image indicates the pacer remained above eri throughout the implant period and electrical tests performed, including battery assessment at various amplitudes did not find any anomaly. Total projected longevity based on field settings is 9.40 years, implant duration was 8.65 years which exceeded 75% of projected longevity and it is considered normal battery depletion. The reported event of premature battery depletion was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was noted to have an elective replacement indicator (eri) which was earlier than expected from the previous follow-up. The physician alleges premature battery depletion. The device was explanted and replaced. The patient was stable and will continue to be monitored.